Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer's blood glucose. Attempts were made to obtain additional information; however, a response was no recieved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.